Event description:
New information indicated the lead was repositioned on (B)(6) 2015. The patient was well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The ventricular lead exhibited loss of capture, low impedance, and decreased sensing. No intervention or patient symptoms were reported. The patient would be monitored.